Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve on a minicap transfer set could not be tightly closed, and appeared to be cut. This was found during use after it had been connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem of other (clamp too tight to open and close) was not verified; torque testing was performed on sleeve engagement with no issues. The reported problem of damaged ¿ nonspecific (cut) was verified. A cracked light blue main body was identified during visual inspection. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.